Manufacturer narrative:
(B)(6) 2022 received notification that the patient died at the hospital due to sepsis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from s. Aureus sepsis, secondary to phlebitis in the right arm, congestive heart failure and chronic kidney disease. The patient also had acute pulmonary edema, recent onset af, acute renal failure, metabolic acidosis and chronic anemia. Due to s. Aureus sepsis, possible endocarditis of the atrial lead (ctr-d) was seen. Later, the patient had permanent af, dyspnea at rest, decreasing diuresis, edema in lower extremities, weight gain. It was worsening with a tendency to sleep and fever. Later, the patient died in the hospital due to sepsis by s.aureus. The event has been assessed as possibly related to the patients medical history by the investigator. The patient was hospitalized several times, and treated with apixaban, cloxacillin pump (at home), levofloxacin and rifampicin. There was normal functioning of the crt-d.